Event description:
Same case as #6000093-2007-00674, 00675. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The target lesions were located in the non tortuous and non calcified proximal right coronary artery (rca) and mid left anterior descending (lad) artery. Three taxus express2 drug eluting stents of unknown sizes were placed in 2005; one in the lad and 2 in the rca. Approximately 18 months later, the pt presented with st elevation and an mi. Plavix therapy had been completed about 12 months prior to this event. A thrombectomy of all three stents was performed. The lad was treated by direct stenting with a 3.0 x 12mm liberte' stent and a 4.0 x 12mm liberte' stent. A liberte' stent of an unknown size was used to treat the rca. It is the physician's opinion that the thrombosis is related to the taxus stents. No further pt complications were reported. Add'l info has been requested, but has been unavailable.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.